Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The vad system or vad therapy issues can potentially exacerbate or lead to arrhythmia (i.e. Pump stop, suction events, migration of pump or pump components and/or interaction of the pump or pump components  with heart wall/structure resulting in clinical compromise that requires hospitalization, IV antiarrhythmic, surgical procedure, cardioversion (including aicd firing).  In this case, the patient was hospitalized for treatment and interrogation of the device. Cardiac arrhythmias are also found to occur more frequently in patients diagnosed with heart failure.  With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. The most likely root cause of the reported event is the patient's hydration status, prescribed medications, cardiac history, and related comorbidities.  Though the root cause of the event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by clinical engineering that this patient was admitted to the hospital for treatment of sustained runs of ventricular tachycardia (vt). The patient presented with a history of ICD firing, suction events, and chest pain. Upon interrogation no vad alarms were noted; however, ICD interrogation confirmed sustained runs of vt. The patient's diuretics were decreased and she subsequently experienced suction events and runs of vt. She was administered albumin which helped to resolve the suction events; however, further suction and vt events continued the following day. She remained asymptomatic during this time. The medical team continued to administer fluids until the suction finally resolved. The patient was discharged home on (B)(6) 2016. The last report received indicated that the patient remained on united network for organ sharing (unos) status 1a for heart transplant. There were no further reports of issues with arrhythmia.

Manufacturer narrative:
Correction: product problem was checked in error, disability or permanent damage was checked in error. Additional information received indicated that the patient was admitted to the hospital on (B)(6) 2016 for chest pain. Electrolyte panel results were normal. Patient had several episodes of suction alarms followed by ventricular tachycardia on (B)(6) 2016. Right heart catheterization (rhc) revealed significantly elevated wedge pressure. As treatment, the vad speed was decreased by 40 rpm and two doses of albumin were administered. Oral diuretics were resumed post-right heart catheterization. The medical team believes the event is related to the device as the ventricular tachycardia was caused by suction events. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.